Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. It was reported that when the alarms are cleared from the device, the device revers back to the default therapy program instead of the patient's prescribed therapy program and the patient is under-ventilated on the default program. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The device will be included in the fsn 2023-cc-src-039.